Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
A baxter employed nurse from (B)(4) reported an incident of a bacterial peritonitis and a break in aseptic technique. The patient had started treatment with continuous ambulatory peritoneal dialysis (capd) on (B)(6) 2006. On an unreported date in 2010, the patient experienced a break in aseptic technique. On (B)(6) 2010, the patient was hospitalized for peritonitis, manifested by abdominal pain, cloudy effluent, diarrhea and vomiting. The patient was treated with unspecified antibiotics on an unreported date. At the time of this report, the patient remained hospitalized and was recovering from the event of bacterial peritonitis with culture positive for staph. Aureus. The outcome for the events of diarrhea and vomiting was not reported. It was not reported whether the patient was retrained in aseptic technique, therefore the outcome of the event of a break in aseptic technique was unknown. The root cause of the event of bacterial peritonitis with culture positive for (B)(6) was a break in aseptic technique. Dianeal therapy was ongoing. Medical history included end stage renal disease (esrd), hypertension and heart failure. Concomitant medications were not reported. The reporter believed the event of bacterial peritonitis with culture positive for staphylococcus aureus was not related to dianeal therapy. An opinion of causality was not reported for the events of diarrhea, vomiting and break in aseptic technique.